Manufacturer narrative:
Date sent: 05/14/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: unit modified acc. To guideline of manufacturer, calibration, physical damaged lower case replaced, defective fastening material exchanged, missing fastening material renewed, mechanical upgrade performed, defective rotational and translational cable replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster was sent to them for repair because of a failure in holster connection to mammotome. It was not noted if the issue occurred during a procedure. No patient consequence reported.